Manufacturer narrative:
(B) (4). No further investigation can be performed at this time. The customer reported the data file cannot be returned as it may have been inadvertently discarded. The customer has not logged any similar complaints since this event. (B) (4)

Event description:
The pt was a (B) (6) male, who had been receiving extracorporeal photopheresis (ecp) treatments for the treatment of chronic graft versus host disease. The pt reported for a routine scheduled ecp treatment on (B) (6) 2010. The hematocrit prior to the current treatment was 28.4% and the platelet count was 197,000/cmm. The ac ratio was 8:1 and 10,000 units of heparin were given in 500 ml of 0.9% sodium chloride. During the ecp procedure, the ecp operator noted a leaking centrifuge pressure dome and reported that a return pressure high alarm occurred during the buffy coat collection. The ecp operator stated that no alarms sounded during the priming steps. The ecp operator then stopped the centrifuge and noted that the pt line had a long fibrin clot which was flushed. The pt access lines were switched to a different port. The pt was reconnected and the treatment was resumed. Blood was then observed on the pump deck coming from the centrifuge pressure dome after treatment was resumed following which the treatment was immediately aborted. The pt was disconnected and the medical director of the apheresis unit was notified of the event. The ecp operator noted some small fibrin clots in the treatment bag following abortion of the procedure. The hematocrit post-treatment was 21.7% and the platelet count was 131,000/cmm. Vital signs were normal. The total blood loss was estimated at 500 ml (140 ml in bowl and 284 ml in treatment bag). The ecp operator reported that the pt received one unit of packed erythrocytes due to the low post-procedural hematocrit.